Manufacturer narrative:
Concomitant products: product ID 8596, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that previous pump was replaced due to eri with the current device. The drug therapy dose stayed the same, the back table prime was completed for 19 minutes as well as the catheter being aspirated and cleared per physician. Post operatively the catheter volume was primed and therapy was initiated per the physician. Approximately 1 hour after procedure the patient became unresponsive, patient was medically managed until stable and then admitted to the ICU (intensive care unit) for observation. The symptoms associated with the event were altered mental status and overdose symptoms. The specific overdose symptoms were not known to the reporter as they were not premises at the time of the event. Action required as a result of the event was hospitalization and reprogramming, specifically noting that the pump therapy was stopped at the time of admission in the ICU. The patient ¿responded well overnight, overdose symptoms resolved.¿ the physician turned the pump back on in the morning and decreased the dose by 40 percent. The patient was discharged in the afternoon in stable condition and was to be seen in one week for post-operative visit. It was noted that no diagnostics or trouble shooting was performed as it ¿was not required.¿ it was ¿unknown or n/a¿ (not applicable) if there was a product issue. The device system was used to infuse compounded baclofen and morphine. .